Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The wire was unable to be removed from the rotablator device as the burr catheter was stuck on the spring tip. There are numerous kinks along the body of the rotawire. The floppy tip of the rotawire is stretched and fractured. Dimensional inspection of the overall length and outer dimension of the distal tip could not be performed due to device condition (stretched tip). Outer diameter of the middle of the device and the proximal section were within specification.

Event description:
It was reported that the burr was stuck on the wire. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified vessel. A 1.25mm rotalink plus and a rotawire were selected for use. During the procedure, the burr was advanced through the lesion and the rpm decreased. However, the burr became stuck on the wire after crossing the lesion and was unable to be removed from the wire. The burr and wire were then removed together from the patient's body. The procedue was completed with a planned stenting. No complication were reported and the patient is stable.

Event description:
It was reported that the burr was stuck on the wire. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified vessel. A 1.25mm rotalink plus and a rotawire were selected for use. During the procedure, the burr was advanced through the lesion and the rpm decreased. However, the burr became stuck on the wire after crossing the lesion and was unable to be removed from the wire. The burr and wire were then removed together from the patient's body. The procedure was completed with a planned stenting. No complication were reported and the patient is stable.